Event description:
It was reported that the patient had a seizure and during the event spilled tea on the patient controller. Since becoming wet, the controller had become temperamental and did not always work. It was unknown how much of it got wet and for what period of time as the patient was unconscious after seizure. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Final analysis of programmer model # 37642, lot # njz116212n showed device scrapped - corroded.

Event description:
Additional information noted that the seizure was not as a result of the patient's surgery; the patient had a history of seizures. Date of seizure: (B)(6) 2012. The issue was an accident where the patient spilled tea on her controller. The patient's doctor was aware and the patient was fine. They had replaced the controller. Patient outcome: not relevant to the controller, which is an external device. The manufacturer's representative had not heard from the physician regarding the status of the patient, however, when the daughter reported the incident she stated that her mother was "fine".

Manufacturer narrative:
Programmer model # 37642, lot # njz116212n.

Manufacturer narrative:
Additional information determined that the correct manufacturing site for this event is site # 9614453.